Event description:
It was reported that the customer had high blood glucose levels of 387 mg/dl. The customer treated with manual insulin injections. The customer reported that there was a leak on the bottom of the reservoir of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).